Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis and dissection requiring additional ballooning. Device issue; no device malfunction has been reported. It was reported that four hours after the stenting procedure, the pt returned with sub acute thrombosis. A dissection was also observed. Additional balloon angioplasty was performed. There were no other pt effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.